Event description:
Complainant alleged that while attempting to defibrillate a 54-year-old female patient,the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed in the device data logs and attributed to the device being in the incorrect "lead" selection. The user did not cycle through to the "pads' selection in order to view the ECG signal via the electrode pads attached to the patient. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.